Event description:
Information received from the field notes that the patient was in the emergency room after receiving a shock from his implantable cardioverter defibrillator (ICD). The ecgs suggested far field oversensing from the atrial channel. The atrial lead was repositioned.